Event description:
During a follow-up, episodes of failure to capture and unspecified sensing issue were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. After cleaning the distal end, the helix was able to be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.